Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was found that gas leakage sound occurred due to failure of the first decompressor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the dampers were broken. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the high flow insufflation unit had a sound coming from the device. The issue occurred during a procedure. The doctor was able to use the device to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and a gas leakage sound was coming from the device due to a faulty regulator unit. The report is being submitted due to the faulty regulator unit found during evaluation.